Manufacturer narrative:
H4: corrected the manufacture date.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Log review showed the placement signal not reliable (psnr) alarm with the placement signal going out of range before returning ~32 hours later. When the ps went out of range, contrast was oscillating, gain decreased, and light decreased. All of the parameters went back to their original values once the placement signal returned. Upon this data log review, it is apparent that the console is the potential cause of the issue. Please refer to 25-40251-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support, a placement signal not reliable alarm occurred. The audio was disabled and the team closely monitored the motor current trends. There was no reported harm or injury to the patient.